Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient reported the transfer set "fell off" from the titanium adapter. Within one hour of the event, the patient presented to the pd clinic and was treated with vancomycin and ceftazidime. The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. The transfer set was discarded, and the titanium adapter remained in use. No damage was noted on the set. The patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.